Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was oversensing atrial events on the ventricular channel. Technical services (ts) recommended programming options. This ICD remains in service. No adverse patient effects were reported.